Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a lap sigmoidectomy, air leak occurred. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.